Event description:
Customer reported via phone call that the insulin pump has been alarming unexpected restart. Blood glucose value was 180 mg/dl. Customer stated a temporary basal was not programmed before the unexpected restart alarm and the insulin pump was not stored or not in use for an extended period of time. Alarm did not occur shortly after inserting a new battery. An external ram error alarm was found in the alarm history. Customer was advised to monitor the insulin pump and may continue to wear until replacement arrives. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.